Event description:
Procedure: lobectomy. According to the reporter: staples did not form properly. The surgeon used three additional sulus to treat this issue. Surgery time was extended beyond 30 minutes.